Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007, patient presented with post-laminectomy status post right l4-5 micro-discectomy with residual d isc herniation, epidural fibrosis, narrow disc space and grade 1 spondylolisthesis. The patient underwent the following procedures: right l4-5 micro-discectomy with removal of herniated and epidural fibrosis. Right l4-5 posterior lumbar interbody fusion with autogenous bone morphogenic protein and titanium threaded cage. Left l4-5 pedicle screw fixation, utilizing the percutaneous pedicle screw system. Left l4-5 posterolateral fusion with autogenous bone. As per-op notes, ¿the disc space was drilled, however, in view of inability to retract the dural sac, the cage was partially outside of the disc space in the more lateral position, but still anterior to the exiting nerve root. In view of this lateral position of the cage, bmp was decided to insert into the center of the disc space just medial to the cage.¿ the patient was sent to the recovery room in excellent condition.